Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the left ventricular (lv) lead exhibited placement difficulty, poor measurements and difficulty retracting helix. The lv lead was attempted not used and replaced. No patient complications have been reported as a result of this event.